Event description:
Report received from USA stating that the device was heating up. It is unk if the device was used during surgery and there were no injuries reported; however, it is unk if there was any medical intervention or surgical related to the event. No addition info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).